Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and pacing inhibition resulted in an unknown duration of asystole. The noise may have been due to electromagnetic interference (emi) during a procedure. The patient is dependent. At this time, the rv lead remains in service. No adverse patient effects were reported.